Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated vancomycin result is unknown. The dimension system operator's manual states that if an abnormal reaction code is obtained, the result should not be reported. The elevated vancomycin results, accompanied by abnormal reaction codes should not have been reported. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
An elevated vancomycin result, accompanied by an abnormal reaction code, was obtained on a patient sample. The result was reported to the physician. A subsequent sample also gave an elevated result accompanied by the same code. It was again reported to the physician. Later, the laboratory tried diluting the original sample and results were accompanied by the abnormal reaction code. The samples were sent to a reference laboratory but arrived thawed and were not analyzed for that reason. After the first result was reported, vancomycin therapy was reduced and after the second result was reported, vancomycin therapy was suspended. There were no reports of adverse health consequences as a result of the elevated vancomycin result.